Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was "high", although specific value was not provided. Cause was not known. Customer changed pump supplies to address the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.